Event description:
It was reported that the patients lead had fractured. X-ray imaging was used to confirm the issue. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4) , serial: (B)(6) , batch: a000102569. A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.